Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed an "unable to authenticate" error message, preventing user access to the station during a procedure, delaying patient care. No other information was released regarding the event.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system displayed an "unable to authenticate" error message. A technical support specialist stated that the hospital information technology department changed the network port was able to resolve the issue, and users were able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly displayed an "unable to authenticate" error message, preventing user access to the station during a procedure, delaying patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hospital information technology department reported that active directory servers were not working properly. The hospital information technology department was able to resolve the issue by changing the network port and users were able to log in successfully. The system functioned as intended.